Manufacturer narrative:
From the device history record, lot#8400009175-sh showed no exception was recorded that could lead to the reported incident. There is no occurrence reported in the past 12 months. No sample was available for investigation, only a photo was provided. The weld of square knee pad plate where connected with pad leg was broken. There is deformation at edge of the hole in the center of the square knee pad plate and there is no welding residue around it. The weld beads of the pad leg were complete and the parent metal around the weld bead was broken. According to supplier, they reviewed the device master record, they have enhanced the weld by using manual brazing for the knee pad since april 2019. Supplier randomly takes samples of knee pad to make several tests, such as static loading test and destruction static loading test. The test results all passed according to specifications. From the investigation, the supplier cannot assess the reason to cause the weld of knee pad with leg broken, or any special reason to cause the issue. Therefore, the root cause could not be determined with the limited information provided. The complaint information was informed to the relevant sectors for their awareness and we will continue to monitor the trend for this type of incident.

Event description:
It was reported that the welds that held the padded leg on the steerable knee scooter broke after using for one week. There was no injury to the patient. No patient demographics were provided.